Manufacturer narrative:
H3: neither sample nor pictures were received for analysis of this complaint. The device history record of reported lot 6058629 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that an 83-year-old male patient born on 20-feb-1942 had a radial artery catheter successfully placed. After connecting the transducer, the monitor displayed 'sensor detached' and did not show the connected sensor. Upon checking, the arterial catheter pathway was patent, the pressure transducer and pressure connecting line were securely connected, and the pressure tubing and pressure module were in good condition. After replacing the transducer, all displays returned to normal. No patient harm was reported.